Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity otw stent. The target lesion was a graft to om anastomosis. There was poor guide support and the physician needed to use a guide liner to help get the stent in place. It was reported that the stent was damaged trying to place it in the graft. A second 2.75 x 12 resolute integrity stent was put in place after the first was damaged. No patient injury reported.